Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that infection and erosion was observed on the device. The device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.